Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, the patient reported experiencing high and low blood glucose readings since (B) (6) 2010. She stated that on the morning of (B) (6) 2010, her blood glucose measured 260 mg/dl when she woke up and she was thirsty and had a headache. She bolused 3.5 units of insulin and her blood glucose decreased to 86 mg/dl. The following morning, (B) (6) 2010, her blood glucose was elevated (level unk) and she bolused (amount unk) but her readings did not decrease. She changed the insulin cartridge using a new vial of insulin and she changed the infusion site and tubing and her blood glucose decreased. The morning of (B) (6) 2010, her blood glucose measured 280 mg/dl when she woke up and she bolused and ate breakfast and her blood glucose increased to 300 mg/dl. She bolused again and her blood glucose decreased to 200 mg/dl. When she left work at 5:00pm, her blood glucose measured 52 mg/dl and she was shaky and sweating. She ate and her blood glucose increased to 120 mg/dl. She stated she may have over bolused for elevated blood glucose. The pt was unable to continue troubleshooting. Upon follow up on (B) (6) 2010, the pt reported her blood glucose has been low, 55-73 mg/dl. At the time of the report her blood glucose measured 122 mg/dl. She stated the adapter has never been changed and has been in use for about 1 year. She was advised to change the adapter with every 10th insulin cartridge change. Further troubleshooting did not reveal any issues. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.